Manufacturer narrative:
B5. Describe event or problem - correction - lead explant was not included in supplemental #1 MDR.

Event description:
Patient had a full system explant occur. No additional relevant information has been received.

Event description:
Patient has recovered from the infection. No additional relevant information has been received.

Event description:
Per the physician, the infection was due to poor would healing. The patient&#39;s generator was explanted.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Patient was scheduled for explant surgery due to an ongoing infection. No known surgery has occurred to date. No additional relevant information has been received. The generator passed all functional specifications and quality tests and was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. .